Event description:
It was reported that the patient's left main artery was very short. Access was via the radial artery. An attempt was made to place the xience v in the heavily calcified left circumflex (lcx) in a mid to distal lesion; however, resistance was felt during advancement and the stent delivery system (sds) could not pass smoothly through the lesion. During retraction of the sds into the guiding catheter, resistance was felt in the vessel and the stent implant dislodged in the patient's limb. A snare device was used to capture the dislodged stent, which took about thirty minutes. The case was to continue on; however, when the guide wire was put back into the lcx, the patient experienced ventricular tachycardia. After CPR was performed and the patient was intubated, the patient was stabilizing. Finally, two stents, a 2.5x18 mm non-abbott stent and a 2.5x18 mm xience v stent were implanted in the lcx - mid to distal, successfully and the case was completed. The patient was transferred to the critical care unit for observation and remains hospitalized no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted only the stent implant was returned, the rx xience v stent delivery system (sds) was not returned. There was blood visible on the struts, consistent with the sds advanced into the patient anatomy. The entire length of the stent was stretched. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was heavily calcified, which likely contributed to the reported difficulties. It is likely that the stent interacted with the calcified lesion, contributing to damaging the stent resulting in resistance during retraction into the guiding catheter as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that an interaction with the guiding catheter and anatomy contributed to the stent ultimately dislodging from the balloon. Additional treatment was used to snare the dislodged stent and remove it from the patient anatomy which likely contributed to the noted stent damage. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. It was reported that after the dislodged stent was removed from the anatomy, the patient experienced ventricular tachycardia and cardiopulmonary resuscitation (CPR) was performed. The patient was transferred to another hospital for observation. Ventricular fibrillation is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement or difficult to remove for this lot. There is no indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report filed, additional information received indicates that there was a clinically significant delay of one hour in the procedure.